Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 11 days after dental implant was installed in intraoral region 12#, its non-osseointegration was observed. In addition, the patient presents bone type iii.